Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found that the universal surgical manipulator 3 (usm3) carriage roll axis was pushed and stuck. Fse replaced the usm3 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (without lymphadenectomy) surgical procedure, the user experienced an engagement failure on the universal surgical manipulator (usm) 3 when exchanging the instrument. The user reseated the sterile adaptor (sa) and the instrument on usm 3, but the issue persisted. The user received phone assistance from the technical support engineer (tse). A system log review confirmed the occurrence of error 22020 indicating engagement failure on usm 3. The user confirmed that the roll axis disc was not engaging properly when they reseated the sa on the usm 3. The user disabled the usm3 and completed the procedure with the remaining usms with no reported injury. It was further reported that after the procedure, the user checked usm 3 and discovered that the roll axis disc was intermittently sticking when pressed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the system functionality was checked before use and the error occurred when exchanging instruments on the usm3.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the error logs and replicated in-house. The error logs recorded an error 22020 pointing to the degree of freedom (dof) 5. The unit was tested in-house and found that the dof 5 gearbox was sticking/stuck down.

Event description:
Refer to h10/h11 for follow-up information.